Event description:
Event verbatim [preferred term] burns on the back and blisters, 5 blisters [burns second degree] , when she took her nightgown off, off came the skin [skin exfoliation] , read the usage instructions, did not check the skin while using the product, slept while wearing the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number x96243, expiration date oct2021) from (B)(6) 2019 for lower back pain. Medical history included diabetes mellitus from an unknown date and unknown if ongoing, sleep apnea syndrome from an unknown date and unknown if ongoing, rheumatoid arthritis from an unknown date and unknown if ongoing, eczema from an unknown date and unknown if ongoing and skin sensitization from an unknown date and unknown if ongoing. The patient reported she was not pregnant and not post-menopausal. The patient's concomitant medications were not reported. The patient used the product on (B)(6) 2019 for approximately 6 hours and experienced no adverse effects. On (B)(6) 2019, the patient reported she used the heatwrap for a second time for approximately 6 hours and experienced burns on the back and blisters. She stated when she took her nightgown off, off came the skin. She attempted to treat the burn blisters with neosporin, but did not know she had 5 blisters until she got into the bathtub and it started burning. She is diabetic and had to go the emergency room as it did not look like it was healing. The patient reported she was seen in the emergency room by a physician and kept for observation for 9-10 hours. She was not admitted to the hospital. The patient stated she was given silver sulfadiazine and bandages and instructed to keep the wound clean. The patient reported she was sitting in her recliner and dozed off while reading for half an hour or 45 minutes while wearing the heatwrap. She had read the usage instructions prior to use. She stated she did not check the skin under the heatwrap during use until she was ready to take it off. The patient reported she was wearing a nightgown under the heatwrap. The patient underwent lab tests and procedures which included blood test (unknown date): results, sensitive skin. Therapeutic measures taken included neosporin, and silver sulfadiazine cream as prescribed by a physician. The patient classified her skin tone as very light or fair. She denied having poor circulation, heart disease, difficulty feeling heat or pain on her skin, decreased sensation and no neuropathy. She denied having skin allergies, seborrheic dermatitis and no hives or rashes. The patient denied using electric heating pad, hot water bottle, microwave gel pack in the past. She stated she preferred the water therapy of a hot shower as well as creams such as biofreeze and tiger balm. The patient was not taking any medications including over-the-counter, herbal, nutritional or any applied to the skin while using the heatwrap. Action taken with the suspect product was permanently withdrawn on (B)(6) 2019. Clinical outcome of the events burn blister and skin exfoliation was not resolved. Clinical outcome of remaining event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burns second degree", "skin exfoliation" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns second degree", "skin exfoliation" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] read the usage instructions, did not check the skin while using the product, slept while wearing the product/while wearing thermacare, she was sleeping [intentional device misuse] , burns on the back and blisters, 5 blisters/pain [burns second degree] , when she took her nightgown off, off came the skin [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number x96243, expiration date oct2021) from (B)(6) 2019 at 1 per day for middle lower back pain. Medical history included ongoing diabetes, sleep apnea from an unknown date and unknown if ongoing, rheumatoid arthritis from an unknown date and unknown if ongoing, eczema from an unknown date and unknown if ongoing and skin sensitization from an unknown date and unknown if ongoing. The patient reported she was not pregnant and not post-menopausal. The patient's concomitant medications included metformin hydrochloride (metformin ER) for diabetes. The patient used the product on (B)(6) 2019 for approximately 6 hours and experienced no adverse effects. On (B)(6) 2019, the patient reported she used the heatwrap for a second time for approximately 6 hours and experienced burns on the back and blisters. She stated when she took her nightgown off, off came the skin. She attempted to treat the burn blisters with neosporin, but did not know she had 5 blisters until she got into the bathtub and it started burning. She was diabetic and had to go the emergency room as it did not look like it was healing. The patient reported she was seen in the emergency room by a physician and kept for observation for 9-10 hours. She was not admitted to the hospital. The patient stated she was given silver sulfadiazine and bandages and instructed to keep the wound clean. The patient reported she was sitting in her recliner and dozed off while reading for half an hour or 45 minutes while wearing the heatwrap. She had read the usage instructions prior to use. She stated she did not check the skin under the heatwrap during use until she was ready to take it off on (B)(6) 2019. The patient reported she was wearing a nightgown under the heatwrap. The patient underwent lab tests and procedures which included blood test (unknown date): results, sensitive skin. Therapeutic measures taken for events burns on the back and blisters, 5 blisters and when she took her nightgown off, off came the skin included neosporin, and silver sulfadiazine cream as prescribed by a physician. The patient classified her skin tone as very light or fair. She denied having poor circulation, heart disease, difficulty feeling heat or pain on her skin, decreased sensation and no neuropathy. She denied having skin allergies, seborrheic dermatitis and no hives or rashes. The patient denied using electric heating pad, hot water bottle, microwave gel pack in the past. She stated she preferred the water therapy of a hot shower as well as creams such as biofreeze and tiger balm. The patient further reported that she was not admitted to hospital due to event "burns on the back and blisters" but she was admitted to hospital as she experienced pain and received treatment. On (B)(6) 2019 she went to emergency room for burns and received (burn ointment) for treatment and bandages to cover burns/blisters. She said her back would be scared for life. While wearing thermacare, she was sleeping and attached the adhesive to clothing. She did not engage in exercise while using the product. She applied to her back over night gown understanding she would get relief, yet she created more harm/help. She experienced burning while taking shower from water unaware of burns/blisters and stated they would last until wound being healing. She consulted a nurse and physician for the problems. Action taken with the suspect product was permanently withdrawn on (B)(6) 2019. Clinical outcome of the events burn blister and skin exfoliation was not resolved. Clinical outcome of remaining event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2019): follow-up attempts are completed. No further information is expected. Follow-up (14jan2020): new information received from the same contactable consumer includes: concomitant product and event data (additional event details "while wearing thermacare, she was sleeping" and "she was admitted to hospital as she experienced pain"). Company clinical evaluation comment based on the information provided, the events of "burns second degree", "skin exfoliation" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns second degree", "skin exfoliation" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.